Manufacturer narrative:
Evaluated in the field. Per tech: unit was evaluated and is working properly.

Event description:
Consumer was exiting an elevator when the jazzy front wheels allegedly dropped down into the elevator opening allegedly causing the foot platform to rise and allegedly crush her left lower leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was exiting an elevator when the jazzy front wheels allegedly dropped down into the elevator opening allegedly causing the foot platform to rise and allegedly crush her left lower leg.